Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer is requesting clinical support regarding the cross channel verification (ccv) functionality of the fetal monitor. The death of a baby (stillborn) took place on (B)(6) 2017.

Manufacturer narrative:
The customer reported stillborn happened on (B)(6) 2017. For patient privacy the customer is not willing to provide any further specific information about the patient. The customer requested assistance regarding the interpretation of the trace in terms of coincidence alarms. Specially, they asked if and when ccv alarms should have been generated on the provided trace. The incident has been reported to philips several weeks after occurrence, the trace and the alarm review history is not stored anymore in the fetal monitor. Therefore, the customer could not provide any data from the monitor itself. Instead the customer provided a trace from 3rd party central surveillance system with an unclear identification of the heart rate sources. Philips reviewed each provided trace. Unfortunately, those provided traces do not show whether and when any coincidence alarms may have been generated by the involved fetal monitor. Philips assumes no responsibility for adverse interaction of an external computer interface communicating with a philips fetal monitor. Consequently, because philips was not provided with incident data from the involved fetal monitor, and it is unknown to philips how or whether the third party central system shows coincidence alarm-related data, philips cannot conclude whether or when any coincidence alarms did occur. Philips can also not conclude whether coincidence alarms should have occurred based solely on the information contained in the provided traces. Clinical support engineering (cse) informed the customer about ccv functionality and its limitation in case of bad signal quality. The customer was pointed to the importance of a good signal when the fetal monitor is indicating that two sources might be picking up the same rate. The customer was instructed about the cross channel verification functionality. No malfunction was alleged by the customer. The product remains at the customer site. No further investigation or action is warranted. Use of the device as a factor in the event could not be ruled out with the limited information provided.